Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patients family member that they are "going in, in february, for some adjustments, because atrial fibrillation (af) is not being managed well". The implantable pulse generator (ipg) will be reprogrammed and remains in use. No further patient complications have been reported as a result of this event.